Event description:
Pt went to surgery on 10/14/1999 for planned lap chole converted to open. 7mm jackson-pratt drain inserted. The next morning upon removal by physician a 7-8" end section broke off and remained in patient requiring a 2nd surgery to remove.